Manufacturer narrative:
The cobas 8000 c702 module serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable creatine kinase result from the cobas 8000 c702 module for one patient. The initial result was 1261 u/l, and the repeat result was 44 u/l. The sample was rerun 5 times with the following results, 44 u/l, 44 u/l, 45 u/l, 44 u/l, and 44 u/l.